Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported left side capsular contracture baker grade unknown and a possible implant removal from textured to smooth due to concerns of the product. The patient mentioned that she tested positive for lymphoma in 2011 but now, she don't have it anymore. Device remains implanted.